Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned products were identified to have damaged outer cartons and the outer sterile trays had stress marks. The device history records were reviewed and no discrepancies were identified. Based on the damage observed on the products, it appears that these products were damaged during transit; the root cause can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-00614.

Event description:
It was reported that the inspection member found the outer package crushed. The package was defective. No patient involvement. Attempts have been made and no further information has been provided.